Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v266138, implanted: (B)(6) 2009, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via the manufacturer's representative (rep) patient reported return of symptoms and impedance of lead issue, and as a result a replacement of the lead was scheduled for (B)(6) 2017. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v266138, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: v266138, implanted: 2009 (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that impedance were above 4000 and starting date of experiencing return of symptoms remains unknown. Lead was replaced on 2017 (B)(6)

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v266138, implanted: (B)(6), product type: lead.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Hcp said the patient had a loss of efficacy. The diagnostics/troubleshooting performed were program changes, but the issue was not resolved at the time of the report. It is unknown if there are any environmental/external/patient factors that may have led or contributed to the issue. As a result, the patient's lead is scheduled to be explanted on (B)(6). No device issue and no further patient complications have been reported as a result of this event.